Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint description reports a revision due to pain and impingement. The inferior screw had snapped, probably due to mechanical notching. No products were returned for this complaint. Based on the investigation performed no product defect was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of the batch 5237438/ product code 130760000, shows an initial conformance of these products with regards to the specification. For this batch, there was no deviation or non-conformance. (B)(4)parts were manufactured in november 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to pain and impingement. The inferior screw had snapped, probably due to mechanical notching. Revised to a 42 eccentric glenosphere and 42/9 hmo poly. Significant lysis around both components as a result of the mechanical notching.